Event description:
It was reported that the pump module had an unintended rate change. At 1400 heparin rate was programmed to ordered dose of (B)(4) units and co- signed by a second nurse. At 1600 pump alerted infusion complete. Rn went to check infusion, noted the rate was changed on the pump to (B)(4) units. Rate was subsequently changed with cosign back to ordered dose of (B)(4) units. Pump rate verify was printed for comparison and time stamp. Noted that the rate was changed without outside interference. Following the event, a heparin anti- xa goal level was draw on patient. Prior event level was 0.15u/ml, following the event level went down to 0.13 u/ml. Further from the goal of 0.3-0.7u/ml. Patient remained stable and did not require and additional medical intervention.

Manufacturer narrative:
Omit : 8015 from concomitant med prod desc, a140504 - inaccurate delivery (2339), b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump module had an unintended rate change. At 1400 heparin rate was programmed to ordered dose of 1350 units and co- signed by a second nurse. At 1600 pump alerted infusion complete. Rn went to check infusion, noted the rate was changed on the pump to 1150 units. Rate was subsequently changed with cosign back to ordered dose of 1350 units. Pump rate verify was printed for comparison and time stamp. Noted that the rate was changed without outside interference. Following the event, a heparin anti- xa goal level was draw on patient. Prior event level was 0.15u/ml, following the event level went down to 0.13 u/ml. Further from the goal of 0.3-0.7u/ml. Patient remained stable and did not require and additional medical intervention.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Manufacturer narrative:
Correction: imdrf annex e and f codes. Additional information: imdrf annex a,g,c and d codes.

Event description:
It was reported that the pump module had an unintended rate change. At 1400 heparin rate was programmed to ordered dose of (B)(4) units and co- signed by a second nurse. At 1600 pump alerted infusion complete. Rn went to check infusion, noted the rate was changed on the pump to (B)(4) units. Rate was subsequently changed with cosign back to ordered dose of (B)(4) units. Pump rate verify was printed for comparison and time stamp. Noted that the rate was changed without outside interference. Following the event, a heparin anti- xa goal level was draw on patient. Prior event level was 0.15u/ml, following the event level went down to 0.13 u/ml. Further from the goal of 0.3-0.7u/ml. Patient remained stable and did not require and additional medical intervention.